Event description:
As reported by the user facility: a dressing soaked with prontosan was put on the lower leg of the pt. After 15 minutes, the pt started to feel a tingling sensation in her hands, face and tongue got swollen. The pt also got flush and warm on the skin above the groin. Urticarial blisters occur. Somnolence. Fainting. The pt is taken to emergency for treatment with adrenaline. Initially the pt got betapred 0, 5 mg 10 tablets + antihistamine 1 tablet. The pt is a diabetic and is treated with tablets. After receiving cortisone the pts blood sugar was elevated. The pt recovered but had to stay on monitoring ward during the night.

Manufacturer narrative:
This report has been identified as b. Braun internal report # (B)(4). Braun medical is reporting this because the reported catalog number is part of the prontosan wound irrigation solution product line. The MFR's report has been identified as 3007120504-2014-00002. Per the MFR, the instructions for use of the product have been checked and the following side effects are listed: in very rare cases, there may be a mild burning sensation after application of prontosan, but this usually dissipates after a few minutes. Prontosan can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported. Since 2004 only 5 anaphylactic reactions have been reported, so far. The production quantities in 2013 for prontosan wound irrigation solution were over (B)(4). No negative trend can be observed. Since there is no trend, no further actions will be taken. An epicutaneous test will be offered to the pt in order to confirm a potential allergy to one of the ingredients of prontosan. If additional pertinent info becomes available, a follow up report will be submitted. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference, and continue to monitor other reports for similar nature.